Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.